Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the instrument elevator or connecting tube could not be determined. Identification of the material was inconclusive. The cause of the scratch on the acoustic lens or crack on the distal end could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely caused by inappropriate user handling. The following non-reportable malfunctions were identified: due to damage on the k-wire, forceps raising angle does not meet specification; damage on ultrasonic probe, displayed ultrasound damage is defective with missing elements; the up/down (u/d) knob does not meet specification; switch button does not work, due to corrosion; angle wire out of specification at multiple bending angles; scratches on various parts of the device; and damage causing water tightness loss. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported, during reprocessing on evis exera ii ultrasound gastrovideoscope the air/water was leaking from the biopsy channel. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, there was foreign material in the forcep elevator; scratch on acoustic lens; and crack on the distal end. This MDR is being submitted to capture these reportable malfunctions found during device evaluation.